Manufacturer narrative:
Weight, ethnicity, race -unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.00/+2.5/082 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. Low vault with loss of bcva and lens rotation was reported. Lens was repositioned on (B)(6) 2019 but it did not resolve the problem. On (B)(6) 2019 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event is reported as small lens size.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial, with debris on the product. Visual inspection found an optic tear, the haptic torn, and debris on the lens surface. Claim#: (B)(4).